Event description:
The device was used during a laparoscopic nephrectomy, the device was being inserted into the trocar, three clips fell out without the device being firing. No patient consequences. Case completed with another device of the same product code.